Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported dexcom g7 inconsistencies. Ilet gave low alerts, but fingerstick was 82 mg/dl. The lowest blood glucose (bg) reported was 49 mg/dl, while the highest was 294 mg/dl. Patient had already consumed excess carbs (glucose tabs, juice, pixie sticks, cookies). Agent reinforced 15-15 rule and fingerstick confirmation. Patient later reported ilet reading 97 vs. 221 fingerstick. The patient experienced weakness, seeing spots, shaking and fast heartbeat. Patient's bg was out of range for 90+ minutes. After calibration, values aligned back into range. No medical intervention was required.